Event description:
The patient was implanted with a left ventricular assist device. Approximately 1 month post-implant, the patient presented to the hospital due to power fluctuations. A CT scan was performed which revealed a kink in the outflow graft above the bend relief. A decision was made to exchange the pump.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump with no further issues reported. The device was returned to the manufacturer for analysis and is currently in process. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.